Event description:
An n-hance rod, implanted on an unk date was noted a broken on x-rays. Surgeon has no plans for removal at this time.

Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.